Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented to the clinic for follow up secondary to elevated plasma free hemoglobin and lactate dehydrogenase (ldh). The patient has elevated ldh as a baseline finding and in the absence of other sings of thrombotic processes, the suspicion for clot remains low. The review of the log file did not contain any adverse events. Currently, the log history does not support evidence of a thrombus.

Manufacturer narrative:
The patient continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.